Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein in the upper arm. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a vascular access intervention therapy (vait). During the first inflation at 8 atmospheres for several seconds, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 12mm in length and extended from a position 9mm proximal of the distal markerbands to 2mm distal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein in the upper arm. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a vascular access intervention therapy (vait). During the first inflation at 8 atmospheres for several seconds, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.